Event description:
In this case, it was reported that the prosthetic valve was explanted after an implant duration of approximately 9 years and 8 months due to aortic stenosis with calcification. Per the op report, this patient initially had this bioprosthetic valve placed for aortic valve insufficiency. She had developed progressive shortness of breath and fatigue and a 2-d echocardiogram demonstrates severe aortic valve bioprosthesis. Subsequent cardiac catheterization demonstrated aortic valve area of 0.51 cm2 with no significany coronary artery disease. With these findings, she was taken to the operating room for redo-aortic valve replacement. The operative findings indicate that the bioprosthetic valve had rigid leaflets causing the aortic valve stenosis. They were heavily calcified. The device was replaced with another edwards bioprosthetic valve. Tee demonstrated good function of the new aortic valve bioprosthesis and no aortic valve insufficiency.

Manufacturer narrative:
Device not returned. Unfortunately, the explanted device was not returned to edwards for analysis; therefore, the source of the reported calcification could not be assessed. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Although the root cause of this event cannot be confirmed, it appears that the stenosis was likely caused by the heavy calcification noted on the valve. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. No further actions are possible with the available information.